Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The customer stated that she removed the device and currently she is on manual injections. The customer stated that the infusion set was removed and it was bent. The customer stated that initially she was in the hospital for an endoscopic procedure. The customer fell very ill and took a bolus to correct her high glucose level, but it did not lower. The customer then was taken into the intensive care unit and treated with insulin drip. The customer later was connected to the insulin pump, and she got sick again and went back to the hospital. It was stated that infusion set was bent again. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.